Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer was able to resume insulin. Reportedly, the customer was not completing the fill tubing step correctly, tandem technical support educated the customer on the proper technique.